Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was asymptomatic before and after the programming changes was made.